Event description:
System stopped at 2089 shocks. Error message 109, failure of the lithotron charging unit., disabling the system. Patient treatment was nearly complete. Patient should not require retreatment because of the failure.

Manufacturer narrative:
Field service engineer evaluation found load resistor in shock wave generator burned and open. Replaced and performed performance test. System tested and found fully operational.